Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force system sensor and insulin squirted out during manual prime. The customer's blood glucose reading was 214 mg/dl at the time of incident. Troubleshooting explained the possible cause of the alarm and found that the drive support cap was sticking out of the device and not recessed into the unit. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The pump passed the displacement, self test, off no power, unexpected restart, rewind and basic occlusion tests. The pump was unable to prime during the prime test due to a slightly loose and tilted drive support disk. Unable to perform the occlusion and excessive no delivery tests due to a prime/fill anomaly. Unable to confirm the compromised force sensor system alarm due to the prime/fill anomaly. No unexpected shutdown or restart noted. All operating currents were within specification. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, a broken belt clip slot, cracked battery tube threads, a cracked display window and a scratched reservoir tube window.